Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-feb-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the printer did not stop printing. A technical support specialist (tss) logged in as care fusion admin and cleared the affected printer queue by opening devices and printers, accessing the print queue, and cancelling all pending documents. As some jobs did not clear immediately, the print spooler service was stopped, all files were deleted and the print spooler service was restarted. A test page was then printed successfully to confirm the printer was functioning normally. Tss also dialed into the server and cleared the unverified barcodes. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, a printer issue occurred. The printer continued printing continuously and intermittently produced unreadable or gibberish output. There were no delay or adverse events or injuries reported based on this event.